Manufacturer narrative:
For information - retrospective review after expertise report: this event occured in (B)(6). Direct analysis on returned device: the screw fractured into several pieces, one of which was returned to sbm. It is thee cylindrical portion comprising the head. No piece with a portion of the tip is present. External diameter of screw: 8.9 mm / ø of root not measurable, piece length: minimum of 6.6 mm / maximum of 19.3 mm., the piece has multiple fractures: one at the junction of the entry cone with the cylindrical portion of the screw, one in the cylindrical portion of the screw, a longitudinal fracture along the parting line between drawers. The threads present on the piece are free from damage with the exception of three ends of threads that are damaged, and whose origin seems to be linked to the use of pliers to extract the piece from the patient. The imprint of the screwdriver is free from damage. Test insertion with ø9 /10/11 screwdriver into recess was not possible. No visible tissue residue on the piece of screw. The screw has numerous orange traces which seem to correspond to betadine, but which is probably not related to the circumstances surrounding the incident. The tcp granules are clearly visible. Conclusion: observation of the screw reveals a combined torsional and perforation fracture at the birth of the screwdriver recess. In the absence of several elements surrounding the circumstances of the screw breakage and based on the observations made of the returned screw, the hypotheses that can explain this case of breakage are: the surgeon applied a pushing force to the screwdriver while driving the screw. The screw being only slightly driven by the screwdriver at the entry cone, this makes this area more sensitive to torsional stresses. The combined efforts of driving and compression exerted on the tip of the screw during its insertion into the tunnel caused it to break. The screw was not inserted perfectly along the axis of the tunnel. The entry cone of the screw found itself jammed against the cortical bone, the continued driving force deformed the cylindrical portion of the screw which was being driven by the screwdriver, causing torsional stresses at the junction of the guiding zone of the pin and the screw recess. As the tip of the screw was blocked, the torsional stresses were greater than the elastic limit of the duosorb (the constituent material of the screw), which cased the screw to break. The surgeon indicates that there is no clinical consequence for the patient and that the device not caused serious injury. No delay in surgery over than 30mn. The same event would be likely to cause or contribute to serious injury because the medical device is fractured in the patient and he retain potentially a piece of screw. Very low biological risk: excess resorbable material. But the piece of screw can be an obstacle for a new screw, which can generate a new breakage: potential mechanical risk. The injection conditions comply with our specifications. No corrective action. Our export area sales manager keep in touch with distributor to identify possible improvement points on the surgeon's technique. This file is closed.

Event description:
Fnc 1911/01910 - retrospective review after expertise report. Event occured on (B)(6) 2019 in (B)(6) - transmitted on (B)(6) 2019 by distributor for regularisation - incident report received on 08 november 2019: "the screw was broken during surgery".